Manufacturer narrative:
The customer reported issue of the autopulse exhibiting intermittent ua41 (patient temperature sensor failure) error message was confirmed during initial functional testing and in the archive data review. To remedy the issue, the temperature sensor and the pdb (power distribution board) were replaced. Following service repair and with replacement of the pdb and temperature sensor, autopulse passed all testing criteria with no issue or faults observed. Visual inspection was performed and physical damage was observed on bottom enclosure due to physical damage at the screw post. Functional testing was performed and an intermittent error message of ua41 was observed. Archive review showed multiple error messages of ua41 on (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua41 (patient temperature sensor failure) error message. According to the customer, the issue was intermittent. No patient involvement on this issue.